Event description:
Customer reported a button error on her insulin pump. She replaced the battery but the buttons are not working. Customer's blood glucose is 44 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarms were noted. The insulin pump had a cracked case at the display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.